Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at approximately 8pm. The patient indicated she manages her diabetes with insulin (self adjuster) and in response to the alleged power issue, the patient indicated she continued with her usual dose of novolog and levimir at an unknown time later. Twenty four hours after the alleged power issue occurred, the patient claimed she developed symptoms of nausea and thirst. The patient denied receiving any treatment after the reported issue began. During troubleshooting, it was discovered that the alleged issue was a result of the subject meter inadvertently falling into the toilet. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.